Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction b5: describe event or problem - additional information d4: model no - correction d4; catalog no - correction d4: serial no - correction d4; lot no - correction d4; expiration date - correction d4: UDI - correction d9: device available for evaluation - correction d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation/correction h3: device evaluated by mfg- additional information h3: evaluation included - additional information h4: device mfg date - correction h5: labeled for single use - correction h6: additional information/correction.

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.